Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the device was reprogrammed in the past but post-paced t-wave oversensing was observed again. Further programming changes were made. Patient condition is fine

Event description:
It was reported that a merlin.net transmission revealed the device was post-paced t-wave oversensing on the ventricular channel. Programming changes were made in clinic. Patient condition is good.